Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported in (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was hospitalized for the peritonitis. On the same day, an effluent culture and analysis were performed. The results of the culture were unknown and the analyses were awaited. On (B)(6) 2011, the patient began remedial treatment with monocef 1 gm injection once daily intravenous. Remedial treatment with monocef was ongoing and the patient remained hospitalized. The outcome of the event of peritonitis was unknown. Dianeal pd2 ultrabag therapy was ongoing. The reporter believed the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.